Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Less than 5 months post procedure the pt was reassessed for symptoms of vaginal dehiscence. The sling material was removed without incident. No further info is available regarding the circumstances surrounding this event. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow up indicated dissection technique may have been a contributing factor. Direction for use outline as potential complications: "the following complications have been reported as consequneces which may occour in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."